Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# 0215376171, implanted: (B)(6) 2018, product type lead. Please note the PMA number has been updated from p970004 to p080025 at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the implanting surgeon tried to feed the lead into the header block by unscrewing the set screw and had also tried to feed the lead into the ins while using different ins orientations. The issue occurred during the implant of a new ins with an experienced implanting surgeon. The ins was replaced with a second new ins as a result of the issue and the lead was fed into the second ins without issue. It was noted the patient¿s lead was implanted on (B)(6) 2018 as the first stage of an advanced trial and that the (second) ins was implanted at the second stage on (B)(6) 2018. There were no further complications reported or anticipated. It was noted the patient¿s indication for device use was fecal urgency, frequency, and incontinence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via the manufacturer representative (rep) that they were unable to feed the lead into the I mplantable neurostimulator (ins) header block on the day of the report. They attempted unscrewing the set screw, and attempted screwing in and then unscrewing the set screw. However, the blockage seemed to be further in the header block channel than the set screw. There were no known contributing factors. It was indicated that the ins was not used, and a new ins was opened and give to the surgeon for implant. The issue was resolved at the time of the report. There were no further complications reported as a result of this event.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found the device passed all testing in the laboratory and no anomalies were identified. It was noted that, due to the reported complaint, a lead insertion test was performed on the ins. Insertion and withdrawal was performed 3 times with a dry lead, and found to be within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.